Event description:
Event description guidant received information that this right ventricular lead was explanted and replaced due to loss of capture and poor sensing. No adverse patient effects were reported.